Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit and concluded that the vacuum pressure was low. The fse checked the compressor and tighten all four screws of the vacuum side front got pressure. All functional test passed and unit was handed over to customer.

Event description:
It was reported during a routine check ,the cs300 intra-aortic balloon pump (iabp) displaying autofill failure alarm. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.